Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. As there was no available tracking and trending data at the time of the investigation, a tripped trend review was not performed but the complaint will continue to be monitored. If the product data is returned, additional extended investigation will be performed. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Hcp reported the customer using librelink application could not scan the adc freestyle libre senor. On (B)(6) 2021, as a result, the customer experienced unspecified hypoglycemic symptoms and lost consciousness. The father then provided the customer glucagon as a treatment for their symptoms. There was no report of death or permanent injury associated with this event.